Event description:
Report received of an over-delivery of tpn. In 7/2003 at 7:40pm, the pump was programmed to deliver 2400ml of tpn at a rate of 50ml/hr. In 2003 at 1:40am, the night nurse increased the rate to 75ml/hr. Later that morning at 7:40am, the day nurse went to increase the rate to 100ml/hr and noted that there was only approx 200ml of tpn left in the solution bag. The nurse called the pharmacy dept to order the next bag of tpn. The pharmacy stated that the bag of tpn was expected to last for 24 hours. The nurse estimated that the pt had received 2200ml of tpn in 12 hours instead of the intended 750ml. The dr was notified. The pump was removed from clinical service and the remaining 200ml of tpn was delivered via a replacement pump. Once the tpn was infused, a solution of dextrose 10% was hung until the next bag of tpn became available. The pt did not experience any adverse effects. At the time of the over-delivery, the customer reported that 2200ml of tpn was gone from the container, yet the pump display indicated delivery of 557ml. Though requested, there was no further info available.